Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Date of event: unknown, but best estimate of date of event is (B)(6) 2018. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search of complaints related to production order number was performed. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient received bilateral intraocular lens implants. The patient developed halos at night. 11 months post-op the patient's uncorrected visual acuity (ucva) was 20/20 for both (ou) eyes. The patient sought out second opinion from another surgeon who recommended removal due to halo intolerance. It was learnt that the lens in the right eye (od) was explanted. There was no vitrectomy and no post-op injuries. Unfortunately, no product will be returned. This report captures the complaint for the right eye (od). Another report will be submitted for the complaint on left eye (os).